Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil failed to detach with instant detacher. The manual method (breaking of the hypotube, an alternative method described in the instructions for use) was also attempted, but without success. The entire system was removed and the implant coil was still attached to the pushwire. No patient injury was reported as result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The concerto coil was returned for evaluation without the instant detacher, and without the proximal end of the pushwire containing the tack weld replacement (twr) crimp; therefore, any contributing factors from these could not be assessed. The concerto pushwire and implant coil were found to be still attached. The pushwire was found to be broken and jagged on the proximal end with a broken release wire extending from the proximal end for approximately 1.0cm. During evaluation, the pushwire was broken distal to the break indicator, and the release wire was pulled out of the pushwire from the broken location. The implant coil detached as intended. The evaluation could not determine the cause of the event. It is possible that the break at the incorrect location of the pushwire led the jagged pushwire edges, and subsequent break in the release wire. The implant coil, the detachment stick, and the pushwire were all found to be damaged; however, the cause for the damages could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the concerto instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual method of detachment (via hypotube). (B)(4).